Manufacturer narrative:
Inspection of the download data found that the pod generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. The download data from the received device does not contain any timeouts or changes in pulse width that would indicate that a drive stall occurred or that there was a failure to deliver insulin. Inspection of the rotational sensor found the commutator cap to be corroded. This corrosion could be confirmed as the source of the 0x40 hazard alarm. No internal leaks or housing cracks were observed that would cause this corrosion. It could not be determined the source of this corrosion and fluid contact. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. The investigation did not find any other damages or deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to great than 250 mg/dl while wearing the pod longer than 48 hours. Investigation of the pod found corrosion of the commutator cap of the rotational sensor. The device was originally reported for a hazard alarm during use and the patient experiencing high blood glucose levels.